Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture, withdrawal difficulty and separation occurred. Target lesion was located in the aorta. A 14-4/5.8/75 xxl vascular balloon catheter was selected and advanced to treat the target lesion. The balloon was inflated once at nominal pressure for 5 seconds however, the balloon ruptured. Upon withdrawal of the device, the physician felt resistance and found out the balloon was separated in 2 pieces. The physician was able to retrieve the balloon parts in a bigger unspecified 9f sheath and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device lot number, device expiration date, device evaluated by MFR., eval summary attached, device manufactured date, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the device was received in two sections as a result of a break in the shaft and a complete balloon circumferential tear. The break in the shaft was located at 5mm distal to the distal edge of the proximal markerband. The shaft at the break site was severely stretched. The balloon circumferential tear occurred at approximately 7cm distal to the proximal edge of the proximal balloon sleeve. A microscopic examination of the balloon tear identified no issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture, withdrawal difficulty and separation occurred. Target lesion was located in the aorta. A 14-4/5.8/75 xxl vascular balloon catheter was selected and advanced to treat the target lesion. The balloon was inflated once at nominal pressure for 5 seconds however, the balloon ruptured. Upon withdrawal of the device, the physician felt resistance and found out the balloon was separated in 2 pieces. The physician was able to retrieve the balloon parts in a bigger unspecified 9f sheath and the procedure was completed. No patient complications were reported and the patient's status was good.